Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 62mm abdominal aortic aneurysm. The aortic neck was 16mm in length, 20, 18.9, 16.9mm in diameter from proximal to distal and it was 10mm in length. It was reported that after the endurant iis stent graft system was implanted as planned, the final angiography showed type a ia endoleak. Due to severe tortuosity the endoleak originated from the greater curvature. After additional implantation of two cuffs, the endoleak slightly decreased but still remained. Per the physician, the cause of the event was anatomy related (severe tortuosity of the proximal neck). No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received reported that the remaining type ia endoleak self-resolved without intervention. If information is provided in the future, a supplemental report will be issued.